Manufacturer narrative:
The device was received with the reservoir not filled. The download data showed pod state 2, which indicates that the device was activated for the first time when downloading data. Therefor it can be concluded that the device did not deploy because it was not activated.

Event description:
It was reported the pink slide did not move and the cannula was not visible; indicating the needle mechanism did not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.